Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited image had linear scratches causing a noisy image. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely that due to damage on ccd (charged coupled device) unit, the image had the linear scratches. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.